Event description:
Cryo ablation catheter from medtronic was open onto surgical field and the plastic coating at end of catheter crumbled into hundreds of tiny flacks. Had to re-drape the surgical field. Model of the catheter is 990063-015, lot number 0006912097. This is the fourth catheter that this has happened. Have talked with manufacturer. Seems there is no answer as to why this happens. These flakes could break off in the vascular system and cause emboli. Diagnosis or reason for use: cardiac cryoablation.